Event description:
During the pre-use check, the surgeon observed one of the centering hoops of the lemaitre valvulotome was deformed. So, he used another catheter to complete the procedure.

Manufacturer narrative:
We have received the complaint device for evaluation. We have confirmed the reported incident. We observed one of the hoops of the valvulotome was deformed. The width of the retainer slot where this blade closes was found to be within specification. From our previous investigation of similar complaints, we have learned that this kind of malfunction occurs when the blade gets caught on the retainer and the user forcefully tries to close the blade. The root cause of this issue was determined to be centering hoop to wire welding error along with operator adjustment error. During the welding process, this centering hoop was likely not properly aligned against its retainer slot. The blade process includes manual manipulation of each blade by the operator. Operator errors, though rare, are possible due to the manual nature of the adjustments. We conduct 100% inspection of the blade assembly during the manufacturing process. Our quality control also samples these devices before final packaging to ensure proper blade adjustment. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no harm to the patient because of this incident. The malfunction was detected during the pre-use check.